Manufacturer narrative:
(B) (4). Eval summary: the product was not returned for analysis. Guide wire tip separation and damage of this nature may happen when the core is subjected to tensile loads beyond the design limits, causing the distal tip to detach. Typically, the fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, and manipulation. A wire being over pulled would require the tip to be trapped within another device in order to create the required forces to damage the wire as described. It was reported that there were two promus stents that were overlapped and it was suspected "that the guide wire tip became caught between the two promus stents." Reportedly, the guide wire was removed and found to be separated, most likely, while in this trapped state, the guide wire was pulled on, contributing to the separation. The device instructions for use (IFU) states, "do not push, auger, withdraw, or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage." It was also reported that the bmw universal ii guide wire had been inserted through a stent strut. The device instructions for use (IFU) states, "use extreme caution when moving a guide wire through a non-endothelialized stent, or through stent struts into a bifurcated vessel. Use of this technique carries add'l pt risks, including the risk that the wire may become caught on the stent strut." Based on the case description, the reported guide wire tip separation, entrapped in a stent and embedded in the vasculature are due to case circumstances, and there does not appear to be any indication of a product quality deficiency. Mfg performs a non-destructive tip pull test on each wire, performs 100% visual inspection by mfg of tip coils and performs outer diameter inspection, all prior to packaging. Qc performs on line reliability test and verifies product quality, including visually inspecting a sampling of products after they are secure in the dispenser package.

Event description:
Device issue: tip detachment. Time of device issue: during the procedure. Adverse event: tip opposed to vessel wall. It was reported that approx 8 mm of the radiopaque tip became detached in the stent and remains in the pt. The tip detachment was identified after the bmw guide wire was removed from the pt's anatomy. The lesion was long, from the left main to the obtuse marginal (om) and into the distal circumflex (cx). A cutting balloon was used in the left cx. A promus stent was implanted in the proximal cx and the 1st om, but this jailed the 2nd om. The bmw guide wire was inserted through the stent strut and the promus stent and into the 2nd om. The stent strut was widened with a balloon to un-jail the 2nd om. The bmw guide wire was kept in as a placeholder. A second promus stent was implanted to treat the long lesion and was in the ostium of the left main across the cx into the 1st om. The second promus overlapped the first. The bmw guide wire was removed from the pt's anatomy and found separated. It is surmised that the bmw guide wire tip became caught between the two promus stents. A third promus stent was implanted in the distal cx to protect the separated bmw guide wire tip. The third stent was inside the 1st and 2nd stents. A fourth promus stent was implanted to treat the long lesion. The fourth stent was in the 1st om distal to the first stent. There were no reported adverse pt sequelae. No add'l info was provided.